Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used in the colon/rectum during a colonoscopy procedure on (B)(6), 2015. According to the complaint, during the procedure, four polyps were removed from the rectum. The procedure was completed with this device and no device malfunction was reported. The patient was reported to be fine after the procedure. On (B)(6) 2015, the patient went to the hospital due to fever and abdominal pain. Antibiotics were prescribed and the patient was sent home on the same day, additionally the patient is doing okay.